Event description:
The programmer was returned for repair after it was dropped. It subsequently tested out of specification during manufacturer's analysis unrelated to being dropped. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed damage related to the programmer being dropped; the screen overlay was cracked, left keyboard hinge and power cord door tabs broken, stress marks on the left display latch hasp, separated hinge plate which produced a crack between the plate and programmer, and upper case cracked and dented near the handle area. It was further noted that the ECG (electrocardiogram) connector on the printed circuit board was loose, which was not related to the initial report of the programmer being dropped. Hinge plate screws were also missing, and an error message was observed in the programmer history logs.